Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) that the hanger assembly was broken. Analysis also noted that the output connector assembly was broken and the display wire was pinched with the insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hanger of the external pulse generator (epg) was noted to be broken during inspection. The epg was returned for service. There was no patient involvement. It was further reported that epg subsequently tested out of specification during manufacturer's analysis.